Event description:
Hospitalized for high bgs and dka. The nurse stated that they are having trouble regulating customer's bgs, and that the customer is not on the pump at this point. The customer declined to troubleshoot the device. The customer mentioned that customer received a no delivery alarm and the pump shut down during the night. The customer stated that customer has changed several times the infusion sets and customer believes it is the pump.